Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Additional information was provided in section b5.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Additional information was provided in section b5. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. Device was discarded by hospital and will not return for analysis.